Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace the extensions and lead. The lead and extensions incision sites were opened and it was determined the 1-8 channel was the issue. The extensions were unscrewed and the lead was tested intra-operatively and it was determined the high and invalid impedances were on the lead and not he extensions. The lead incision was opened and the lead was removed and replaced. The ipg was connected and all normal impedances ere present. The patient is receiving effective stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing auto-reducing. Lead diagnostics showed contacts 1-8 were invalid. Reprogramming was unable to resolve the issue. An x-ray was taken and showed no anomalies. Surgical intervention may be pending to address this issue.